Event description:
It was reported that an ash split catheter which had been in for an indeterminate length of time became dislodged at dialysis. The catheter came out about 2/3 of the way leaving the cuff in the tunnel. The catheter was removed and the cuff excised separately in the or.